Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08206; 2134265-2013-08208. (B)(4) study. It was reported that hospitalization occurred. On july 2010, the patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) with 100 % stenosis and was 11 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 3.00 x 16 mm and 2.50 x 12 mm taxus liberté stents, with 0 % residual stenosis. Target lesion #2 was a de-novo lesion located in the proximal left circumflex (lcx) with 99 % stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of 2.50 x 16 mm taxus liberté stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On an unknown date, the patient was hospitalized. Dual anti-platelet therapy is unknown at the time of event and intervention was performed.

Manufacturer narrative:
Event date: 2013. (B)(4).

Event description:
It was further reported that on (B)(6) 2010, the patient was diagnosed with non-q wave non st elevation mi. On an unspecified date of 2013, the patient experienced hip pain. On (B)(6) 2013, the subject was hospitalized. At the time of the event, the patient was only on aspirin. The study drug per protocol and other antiplatelet medication were last taken in (B)(6) 2012. On unknown date, the patient underwent hip replacement and the patient was medically treated. At the time of reporting, the event was considered recovering or resolving. The patient was discharged.